Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the during implant, the atrial exhibited a capture anomaly, the physician attempted to reposition several times with the same results. The lead was not used and a new lead was placed. The patient was fine prior during and post procedure and was discharged.